Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that the mean pressure gradient was 2mmhg. One clip was successfully implanted at an a2p2 location. To further reduce mr, an additional clip (00401u232) was inserted and grasping was performed. However, when the leaflets were grasped, the mean pressure gradient increased to 10mmhg. Therefore, the physician decided to not implant the clip. After the clip was removed, the mean pressure gradient decreased to 4mmhg. Also, the physician noticed on echocardiography that torn chordae had occurred and was potentially caused by the clip. The procedure was discontinued, and mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported tissue damage is likely the result of procedural conditions as the tissue damage was noted immediately following placement and removal of the clip. The patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.